Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire and another clips would not load into the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Crimp. The analysis results of the (B)(4) found that it was received with the crimp non-conforming; therefore, the clips could not be properly fed inside the jaws. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.